Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The delivery system and the stent were returned separately. The stent was returned unprotected in a plastic pouch and found severely deformed at one end. The balloon is well folded and shows no signs of inflation. The proximal balloon shoulder is compressed. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped centered on the balloon. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force is tested in a defined amount of samples. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to predilate the target lesion.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was chosen for treatment of a lesion with 80 percent stenosis degree at the bifurcation of the cx and om. The device was introduced into the 6f telescope guide extension but was then withdrawn for unknown reason. After withdrawal it was detected that the stent on the delivery system was damaged/deformed.